Event description:
The reporter stated the surgeon implanted a 13.2mm micl 13.2 implantable collamer lens in the patient's right eye (od) on (B)(6) 2013. The lens was explanted on (B)(6) 2013 due to overcorrection/refractive surprise. The lens was explanted through the original incision and there was no patient injury. An micl 13.2, -4.5 diopter lens was implanted. Sutures were not required. The reporter stated related complications to the overcorrection/refractive surprise was the patient was far-sighted and had blurry vision.

Manufacturer narrative:
(B)(4). Evaluation method: work order search. Results: a lens work order search was performed and no similar complaints were found within the work order. Visual inspection of the returned product found no visible damage to the lens. The lens was returned in liquid. Conclusions - (no conclusion can be drawn): based on the complaint history, work order search and the evaluation of the returned product, a specific root cause of the event could not be determined. (B)(4).

Manufacturer narrative:
Evaluation method: medical review. Results: per medical review - reportedly icl 13.2 (-5.5d) was explanted/exchanged, six weeks postoperatively, for another icl 13.2 (-4.5d) to address refractive surprise/overcorrection. No reported loss of bcva prior to the icl exchange for a different diopter. No reported postoperative sequelae. According to the record from the facility, dated on 12/9/13, there was a possibility for user error (miscalculation). Dfu instructs physicians: "axial length measurement correction for intraocular lens (iol) power calculation: the accuracy of measurement of axial length in an eye with a visian icl is unknown. Implantation of the visian icl requires that a preoperative determination of the dioptric power of the implanted lens be calculated. Achievement of emmetropia is not necessarily a desirable postoperative goal and factors such as visual status of the fellow eye and patient lifestyle should be considered when determining the lens power to be used. Physicians requiring information on lens power calculation may contact staar surgical company." No report that icl was mislabeled or malpositioned, therefore the most likely cause of the reported event was biocalculation error. The lens was rehydrated in bss for re-measurement. The lens length, width and diopter power were measured and the results of the measurements were compared against the original values and the lens was found to be in specification. Conclusions: based on the complaint history, work order search, medical review and the evaluation of the returned product, the most likely cause of the reported event was biocalculation error. (B)(4).